Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was assisted by emergency medical service due to a low blood glucose of 29 mg/dl. The customer had taken insulin but forget to eat. Her blood glucose dropped and her spouse called 911. The customer was taken to the ER and treated with food and glucagon. Troubleshooting was declined due to the customer believing that it was not an insulin pump-related incident. The insulin pump was not returned for analysis.